Manufacturer narrative:
The reagent lot number was 882360 with an expiration date of 30-sep-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 assay results for several patient samples tested on a cobas 6000 c501 module. The following samples were provided as an example: sample 1: initial result: 1.91 mmol/l rerun result: 2.35 mmol/l. Sample 2: initial result: 1.78 mmol/l rerun result: 2.25 mmol/l. Sample 3: initial result: 1.78 mmol/l rerun result: 2.28 mmol/l. Sample 4: initial result: 1.49 mmol/l rerun result: 2.46 mmol/l. Sample 5: initial result: 1.92 mmol/l rerun result: 2.42 mmol/l.

Manufacturer narrative:
The field service engineer (fse) found worn bearings at the reagent syringe assembly, exchanged it, and confirmed the test and module were running back within specifications. The investigation determined that the service actions resolved the issue.